Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including right heart failure and renal failure, that may be associated with the use of the heartmate ii lvas. The IFU cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away while in hospice care on (B)(6) 2021 due to right ventricular failure and renal failure. It was unknown if the death was device or therapy related.